Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report of probe damage error. A probe check was performed and the device failed the probe check. An error code of u509 displayed. The distal end of the device was inspected under a microscope and found a crack on the probe. A visual inspection on the received condition of the device found the teflon pad in good condition. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic diaphragmatic hernia repair procedure, the device displayed an ultrasonic probe damage error when the device was activated. There was no damage to the teflon pad. The procedure was completed using a different but similar device. There was no patient injury reported.